Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and suture was used. The patient developed a post operative wound infection. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.